Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler appeared properly aligned. The stapler was received with 26 staples left in the cover block, indicating that at least 9 staples were fired by the customer. The stapler was returned with its trigger not engaged. Clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Upon full engagement of the trigger, multiple staples misfired into the skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. Additional functional testing was conducted to evaluate the forming tool. A lab inventory stapler was fired with the complaint stapler forming tool and anvil: 6 staples properly formed, 1 staple malformed. A lab inventory stapler was fired with the lab inventory forming tool and complaint sample anvil: 4 staples properly formed a lab inventory staple was fired with the complaint sample forming tool and lab inventory anvil: 5 staples properly formed, 1 staple malformed. The complaint stapler was fired with the lab inventory forming tool and anvil: 3 staples properly formed. The complaint forming tool appeared to be defective resulting in the malformed staples firing. Per DHR the product visistat 35w 6/box lot # 73a2400604 was manufactured on 01/22/2024 a total of (B)(4) pieces. Lot was released on 02/07/2024. DHR investigation did not show issues related to complaint. The reported complaint of "jamming - resistance felt at trigger" was confirmed based upon the sample received. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Upon full engagement of the trigger, multiple staples misfired into the skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. Additional functional testing was conducted to evaluate the forming tool. The complaint forming tool appeared to be defective resulting in the malformed staples firing. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported via and animal hospital "handle gets stuck closed when squeezed". To continue therapy another device was used. When asked if any injury occurred to the patient the customer responded "yes, superficial skin trauma that healed uneventfully.".